Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: h10 30 previously reported events are included in this follow-up record. Product return status 22 devices were received. 8 devices were not available for evaluation.

Event description:
This report summarizes 30 malfunction events in which the device reportedly overheated. - 28 events had no patient involvement; no patient impact. - 1 event had no known impact or consequences to the patient. - 1 event had patient involvement; no patient impact.

Event description:
This report summarizes 30 malfunction events in which the device reportedly overheated. 27 events had no patient involvement; no patient impact. 1 event had no known impact or consequences to the patient. 2 events had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: b5, h10 30 previously reported events are included in this follow-up record. Product return status 22 devices were received. 1 device was not available for evaluation. 7 device investigation types have not yet been determined. Event confirmation status 4 reported events were confirmed. 18 reported events were not confirmed. Evaluation results 15 devices were found to be affected by broken down lubrication. 5 devices were found to be affected by corrosion. 2 devices had no problem found.

Event description:
This report summarizes <noe> 30 </noe> malfunction events in which the device reportedly overheated. 27 events had no patient involvement; no patient impact. 1 event had no known impact or consequences to the patient. 2 events had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: b5, h10 30 previously reported events are included in this follow-up record. Product return status 20 devices were received. 1 device was not available for evaluation. 9 device investigation types have not yet been determined. Event confirmation status 4 reported events were confirmed. 16 reported events were not confirmed. Evaluation results 2 devices were found to be affected by corrosion. 16 devices were found to be affected by broken down lubrication. 2 devices had no problem found.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 30 events were reported for this quarter. Product return status: 14 devices were received. 16 device investigation types have not yet been determined. Event confirmation status: 3 reported events were confirmed. 11 reported events were not confirmed. Evaluation results: 3 devices were found to be affected by corrosion. 9 devices were found to be affected by broken down lubrication. 2 devices had no problem found. 30 devices were not labeled for single-use. 30 devices were not reprocessed or reused.

Event description:
This report summarizes <noe> 30 </noe> malfunction events in which the device reportedly overheated. 26 events had no patient involvement; no patient impact. 1 event had no known impact or consequences to the patient. 3 events had patient involvement; no patient impact.

Event description:
This report summarizes 30 malfunction events in which the device reportedly overheated. - 28 events had no patient involvement; no patient impact. - 1 event had no known impact or consequences to the patient. - 1 event had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: h10 30 previously reported events are included in this follow-up record. Product return status 22 devices were received. 7 devices were not available for evaluation. 1 device investigation type has not yet been determined.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. 30 previously reported events are included in this follow-up record. Product return status: 22 devices were received. 3 devices were not available for evaluation. 5 device investigation types have not yet been determined.

Event description:
This report summarizes 30 malfunction events in which the device reportedly overheated. 28 events had no patient involvement; no patient impact. 1 event had no known impact or consequences to the patient. 1 event had patient involvement; no patient impact.